Manufacturer narrative:
Summarized patient outcomes/complications of occlusion of functional high-volume intra-atrial shunts in older patients after embolic stroke of undetermined source were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, arterial hypertension, coronary artery disease, obesity, myocardial infarction, venous thromboembolic event (deep vein thrombosis, pulmonary embolism), coagulation disorder, hyperlipidemia, diabetes mellitus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " occlusion of functional high-volume intra-atrial shunts in older patients after embolic stroke of undetermined source "

Event description:
The article, "\occlusion of functional high-volume intra-atrial shunts in older patients after embolic stroke of undetermined source", was reviewed. The article presented a retrospective, single center study to compare the outcome after shunt occlusion between younger and older patients with a history of presumed paradox embolism and to evaluate the impact of high-volume shunting in an elderly population. Devices included in the study were amplatzer occluder, gore septal occluder, liftech ceraflex occluder, and nitocclud pfo occluder. The article concluded occlusion of relevant, intra-atrial shunting is a safe and effective option for secondary prevention of cryptogenic embolism in patients over 50 years of age. The beneficial outcome was irrespective of a high-volume shunting before implantation. [The primary and corresponding author was uwe primessnig, department of cardiology, angiology and intensive care medicine, deutsches herzzentrum der charité, berlin, germany, with corresponding email: uwe.primessnig@dhzc-charite.de] the time frame of the study was from february 2013 to february 2023. A total of 187 patients were included in the study, of which 97 (51.9%) received an abbott device. The average age was 51.8 years and the majority gender was male. Comorbidities included atrial fibrillation, arterial hypertension, coronary artery disease, obesity, myocardial infarction, venous thromboembolic event (deep vein thrombosis, pulmonary embolism), coagulation disorder, hyperlipidemia, diabetes mellitus.